Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on unknown date with unknown blood glucose level. The customer was treated with insulin drip. Customer reported that they had high blood glucose level but there was o alarm for high blood glucose level from the insulin pump. Customer performed displacement test and test was passed. The insulin pump will be returned for analysis.